Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving prialt (25mcg/ml at 4mcg/day) via an implantable pump. The indications for use was unknown. It was reported that the patient reported that they were uncomfortable with the pump shifting with body position changes. The healthcare provider (hcp) opened the pump pocket and anchored the pump with all four anchor points. The pump was also refilled with new medication without incident. The issue was resolved.